Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output. CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced intermittent audio output. Upon further investigation of data, alarms are working according to patient settings.